Manufacturer narrative:
Device was used for treatment, not diagnosis. Not implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of three different end caps would not match the threads on a trochanteric nail during a trochanteric fixation nail (tfn) procedure to repair a left intertrochanteric fracture. There was a surgical delay of one hour, a larger incision made, and additional x-rays required as the surgeon tried the three without success. The case was completed without the use of an end cap and without further incident. This report is 2 of 4 for (B)(4).